Event description:
A malfunction occurred on the customer's insulin pump, identified as malfunction code 15. There was no adverse impact on the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The customer frequently experienced the problem, leading to technical support verifying the malfunction and deciding to replace the pump. The customer opted for multiple daily injections as backup therapy and was informed about the necessary steps for receiving and setting up the replacement pump, which included completing training. Technical support confirmed the shipping details and sent a replacement pump, instructing the customer to return the faulty one.